Event description:
Related manufacturer reference number:2017865-2021-32085, related manufacturer reference number:2017865-2021-32087, related manufacturer reference number:2017865-2021-32089. It was reported that the patient presented with and infection. It was noted that the patient presented with pocket pain, redness, swelling, and non-healing/ open incision. The entire system was explanted. The patient was in stable condition.